Event description:
A home patient (hp) felt pain and fullness, as if she were overfilled, during dwell 3 using the homechoice cycler for automated peritoneal dialysis (apd) therapy. The hp contacted her dialysis center nurse (rn), who verbally assisted the hp to perform a manual drain of 5200mls. According to the rn, the hp had been using 2.5% dextrose dianeal solution during the therapy and no bypasses had been performed. The rn requested a swap of the cycler and cycler was subsequently replaced. Follow up with the hp revealed she had performed a manual day exchange of 2000mls prior to the start of the apd therapy and her cycler was programmed for a fill volume of 2000mls. Both the rn and hp indicate there was no pt injury or medical intervention as a result of this incident.

Manufacturer narrative:
Customer sample received; however, evaluation not yet completed.